Event description:
It was reported that approx. 45 months after the implantation the pacing threshold and impedance had an increasing trend. Sensing and shock impedance were stable. Fibrosis at the lead tip was suspected. It was decided to cap this lead and to implant a new one. The ICD was also replaced during the surgery.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 15-jan-2020 and 10-sep-2020 recorded the rv pacing impedance raising gradually from initial 750 ohms onto 2600 ohms in the end of the recorded period, as reported in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.